Manufacturer narrative:
Foreign zip code (B)(6).

Event description:
It was reported that during surgery the meniscal lesion was identified arthroscopically, the first peek was passed, but when attempting to shoot the second peek this presents difficulty. The doctor removed the entire implant and the surgeon used another fast-fix 360.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿when attempting to shoot the second peek this presents difficulty.¿ along with the 72202468 fast fix reported on, one 72202674 fast-fix 360 kpsc- knot pusher slotted cannula set was also returned. They show no damage. T1, t2 and suture were not returned. The depth limiter is attached and is very creased and misshapen. This symptom occurs with tissue resistance during probing, flexing with attempt to reach desired location. The delivery needle is not permanently bent or bowed. The device no longer cycled or actuated properly. There was drag and a gritty feeling upon attempted movement. After initial advance and retract, the deployment ring seized up. This indicates that there was prior internal twisting of the device, as well, during attempt to reach desired location. Per instructions for use: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No root cause related to the manufacture of the device was confirmed.

Event description:
It was reported that during surgery the meniscal lesion was identified arthroscopically, the first peek was passed, but when attempting to shoot the second peek this presents difficulty. The doctor removed the entire implant and the surgeon used another fast-fix 360.